Manufacturer narrative:
MFR name, city & state (email address) corrected. MFR name/address (email address) corrected. MFR site,report source: (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report. - attachment: [20191024 - file-2019-02080 - analysis_and_closure_report_resp-2019-01214.pdf].

Event description:
Reportedly, the supraventricular tachycardia discrimination was incorrect; ventricular tachycardia therapy was delivered whilst the ICD was in monitor zone. The user would like to know the decision-making and labeling process for recording episodes in the ICD. The user would also like to know why the ICD was delivering therapy whilst in a monitor only zone and why it was discriminating an atrial fibrillation as a ventricular tachycardia. No shock therapy was delivered.

Event description:
Reportedly, the supraventricular tachycardia discrimination was incorrect; ventricular tachycardia therapy was delivered whilst the ICD was in monitor zone. The user would like to know the decision-making and labeling process for recording episodes in the ICD. The user would also like to know why the ICD was delivering therapy whilst in a monitor only zone and why it was discriminating an atrial fibrillation as a ventricular tachycardia. No shock therapy was delivered.

Manufacturer narrative:
Based on the preliminary analysis, no issue is suspected on the subject ICD.

Event description:
Reportedly, the supraventricular tachycardia discrimination was incorrect; ventricular tachycardia therapy was delivered whilst the ICD was in monitor zone. The user would like to know the decision-making and labeling process for recording episodes in the ICD. The user would also like to know why the ICD was delivering therapy whilst in a monitor only zone and why it was discriminating an atrial fibrillation as a ventricular tachycardia. No shock therapy was delivered.